Event description:
Following an unrelated procedure, the device was found to be at elective replacement indicator (eri). The eri was triggered falsely. No intervention was performed. The patient was in stable condition.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.